Event description:
During a lefort osteotomy a screw broke during insertion. The surgeon noted the shaft broke midline and had no sharp edges. Surgeon did not remove the bottom of the shaft; the shaft of the screw remains in the pt.

Manufacturer narrative:
Additional info has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture without a lot number or device returned. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. A device history record review could not be requested without a lot number.